Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome that was replaced on (B)(6). It was reported there was high impedance, a loss of stimulation, and the end of service (eos). The manufacturing representative went to interrogate the ins to obtain the old parameters to set for the new ins and high impedance was found on blocks 1, 2, and 3. Factors that may have contributed to the issue included perhaps the end of service. The implantable neurostimulator (ins) was explanted and replaced. The surgeon changed the ins and now everything was okay. The issue was resolved at the time of report.